Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a product demonstrated the protection sleeve and the drill sleeve were inserted through one of the distal holes in the aiming arm, when the drill bit was inserted it misaligned and the drill bit touched the nail. The locking mechanism of the protection sleeve also did not work correctly. No patient involvement this report is for 2 of 2 protection sleeves. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: based on the product development center, ¿test report¿ and ¿important reminder: ¿the tolerance analysis indicate that touching between drill and nail is allowed. Touching between drill and nail is possible to the same degree as in other product systems (e.g. Ex nailing system). Excessive tightening of the connection screw (with the wrench) might lead to a rotation of the nail which could contribute to touching between drill and nail.¿ the returned articles were manufactured according to the specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.